Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination of the returned product confirmed the presence of a white, plastic-like foreign material in the syringe barrel. The likely cause of the reported problem was determined to be the introduction of an unidentified particulate during component manufacturing. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects..

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they observed a piece of plastic within the syringe barrel. The customer elected not to use the syringe kit. No injury or adverse event was reported.